Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the distribution record was reviewed and it was determined that the meter was intended for the us market and distributed in the us market, which was programed to display the units of measurement in mg/dl. The meter was not configured to be distributed in UK market. The issue occurred outside of ascensia's control.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer reported that he purchased a contour next one meter in UK from amazon and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.